Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 , catalog #: 1420 , expiration date: 30-nov-2023, serial #: (B)(6). UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 01-nov-2022 .h5: no h6: patient ime code(s): e2403. H6: imf code(s): f26. H6: img code(s): g04035. H6: FDA device code(s): a0708. H6: FDA method code(s): b21. H6: FDA results code(s): c21. H6: FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited unexpected vad stops and vad disconnect alarms.  It was also reported that the controller exhibited multiple losses of power.  The driveline was not physically disconnected from the controller and a cause for the alarms could not be identified.  The controller was suspected to have contributed to the alarms and was exchanged. The vad remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump (B)(6) was not returned for evaluation. The controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within the pump connector. The observed contamination is an additional finding not related to the reported event. The most likely root cause of the observed contamination event can be attributed to the handling of the device. Internal inspection did not reveal any anomalies. Log file analysis revealed a controller power up with an associated motor start event was logged on 02/jun/2023 at 14:33:15. Review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged at 14:33:51 on 02/jun/2023, indicating that the power up event occurred during controller exchange. Review of the alarm log file revealed eight (8) vad disconnect alarms and one (1) high watt alarm were recorded on (B)(6) 2023. Seven (7) vad disconnect alarms logged between 09:55:06 and 18:01:47 were most likely false alarms, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Following these vad disconnect alarms, subsequent six successful motor start events were logged on 10/jun/2023. Log files recorded an increase in-power consumption during motor start events, which likely triggered the hight watt alarm recorded at 09:55:27. An additional vad disconnect alarm was logged at 20:41:27 indicating a physical disconnection of the driveline, likely due to the reported controller exchange. When a vad disconnect alarm occurs, the controller will display a "vad stopped" message. Log file analysis associated with (B)(6) the revealed a controller power up with an associated pump start event logged on 10/jun/2023 at 20:48:29, indicating the controller was put in use following the controller exchange. As a result, the reported controller power ups and vad disconnect alarm with associated vad stops events was confirmed. The most likely root cause of the observed high watt alarm event can be attributed to the increased power consumption required by motor start event following the vad disconnect event. Possible root causes of the reported controller power up events can be attributed to a controller exchange. Possible causes of the vad disconnect alarms can be attributed to a loss of synchronization of commutation leading to false vad disconnect alarms and/or a physical disconnection of the driveline from the controller. CAPA pr00550440 is investigating controller losses of synchronization of commutation. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 10-oct-2023 h3: yes dev rtn to MFR? Yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.